Event description:
Cnss reporting pump malfunction due to high pressure alarm. Replaced pump. No other info provided. The product error occurred while in use, it did not cause any harm to the pt. Dose or amount: twenty (20) nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.